Event description:
Following valve implantation, the patient's condition did not improve. Underdrainage was suspected but changing the valve pressure did not address the condition. A blockage within the valve was suspected and the device was explanted.